Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 'does not detect door'. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "was not detecting door" was not reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as constant door not fully latched. The cause of the condition was the failed upper hook switch. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.